Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. Review of the device history record for (B)(4), lot number 63426074, identified no relevant deviations or anomalies. Product examination found that the battery pack had failed because a battery had leaked. This caused corrosion of the battery contacts. This complaint is confirmed. The root cause of the unit not functioning properly is that there was a battery leak. However, the root cause of the battery leak could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, the product didn't work at all from the time of opening. When product was received and dismantled, there was liquid leaking from the battery. No adverse events have been reported as a result of this malfunction.